Event description:
In this event it was reported that a reciproc file broke during use; the outcome of the event is unknown as of this MDR evaluation. Further information has been requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
No product and no lot number available for investigation. Therefore root causes is unknown.

Event description:
Additional information was received indicating that the broken portion of the file was removed from the patient¿s tooth.